Event description:
Patient stated slow leak occurring between pump tubing and ultrastyle valve after upramp done. No leakage with routine maintenance flushes.

Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from carefusion does not meet specification. An hhe has indicated no critical or catastrophic harm from this failure.